Event description:
The rptr claimed that the cartridge with lot # b201582 was part of the recall. Reportedly, on (B)(6) 2011, the pt's blood glucose was elevated to "400 mg/dl" with symptom of nausea. When received the email about the alleged lot #, she disconnected, pulled the cartridge from the pump and noted the leakage. After treatment with subject insulin pump, her blood glucose lowered to "333 mg/dl." With her backup plan treatment, her blood glucose was eventually down to "132 mg/dl." This complaint is being reported because the pt claimed that she developed symptom that can be suggestive of hyperglycemia with results of "400 mg/dl."

Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. The retained from cartridges with the reported lot # were confirmed to be defective.